Event description:
Reported that during a laparoscopic gastric bypass, the device delivered an incomplete staple line. There was no adverse consequence to the pt. It was not reported how the procedure was completed.